Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent grafts with active control system (ctag/ac) and one gore® excluder® aaa endoprosthesis. On (B)(6) 2021, computed tomography examination confirmed a distal sine (stent graft-induced new entry) at the distal side of the ctag/ac. It was also reported that an inflammatory reaction was observed, and infection was suspected. On (B)(6) 2021, a reintervention took place whereby an additional stent-graft was implanted distally to treat the sine. No detailed information on the cause and treatment has been obtained regarding the inflammatory reaction.